Event description:
It was reported that during a spinal fusion the catheter was "cut and ligated".pain management was taken care of for the patient until a catheter revision is done. Drug delivered via the pump was dilaudid. No further information could be obtained. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Corrected the type of reportable event.

Event description:
Additional information reported that the event occurred on 2011-(B)(6). The patient's physician had to cut the catheter during the previously reported spinal fusion surgery. The spinal segment of the catheter was, then, removed. The patient was admitted to the hospital after the surgery for recovery, and was prescribed pain medications. The pump was programmed to a minimum rate. The type of medication used in the pump was reported to be "unknown" at this time. No information was reported regarding the patient's outcome. A follow-up report will be filed if additional information becomes available.